Event description:
It was reported by the surgeon at the first follow up since vns implant that the patient had a "weak nerve". The generator is not turned on. Attempts to reach out to the surgeon for additional information have been made. No additional relevant information has been received to date.

Event description:
The physician clarified that when they stated the patient had a weak nerve they were referring to nerve damage. No intervention has taken place or has been planned presently for the nerve damage. Per the physician, no other factors outside of the vns surgery could have caused or contributed to the nerve damage and while it is unclear the exact cause during surgery, the physician notes that the nerve did twist a little bit during the implantation. No additional relevant information has been received to date.